Event description:
It was reported, the pt has not charged her ipg since (B)(6) 2013 and is no longer receiving stimulation. The sjm representative confirmed the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.